Event description:
The customer returned the device to olympus for service. During evaluation it was found the image disappears / darkens, and the visual field is suddenly lost and a break in a cable. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The evaluation found that the break in the cable resulted in the picture failures and interference stripes. Additionally, it was determined that the adapter used by the customer was slightly decentered. However, this was within the tolerance range and did not need to be renewed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it can be surmised that an image was not displayed because the cable unit became faulty after product shipment. A definitive root cause for the faulty cable could not be identified. Per the instructions: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.